Event description:
The lay user/reporter called lifescan (lfs) in 2006 and alleged that her meter was prompting an error 4 message. The medical affairs specialist spoke to the patient five days later and obtained/verified the following information: the patient reported that she was unable to test because of the error 4 message on her meter for 9 to 10 days. She was able to test on her sister's meter intermittently during that time. Her medication regimen is 70/30 insulin, 45 units in the morning and 30 units at bedtime. She also takes a total of 15 to 20 units throughout the day with meals based on the meter results. On the day of the event, she began experiencing symptoms of dizziness and blurry vision. She attempted to test on her metr and obtained an error 4 message. She was taken to the urgent care clinic by the ambulance approximaely 30 minutes after testing. A lab test was performed at the the hospital and the blood glucose result was 620mg/dl. She was treated with insulin and released the same day. The patient was using the correct technique, the room temperature was within the normal range, and the test strips were in good condition. This issue was not resolved with troubleshooting. The patient has received a replacement meter.